Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump and catheter revealed no significant anomalies. The pump was set to delivery morphine in simple continuous mode at 0.600 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (10 mg/ml) via an implantable pump for spinal pain. In (B)(6) 2016 the patient had a urinary tract infection (uti), infected pump pocket, and they were questioning meningitis. It was unknown what factors may have led or contributed to the issue. The precipitating factors were uncertain, but the patient recently took a car trip (a 7 hour drive one way) soon after pump implant. No diagnostics were done. There was no purulent material noted at the midline incision for the catheter. Copious amounts of purulent exudate escaped from the wound upon incision. The pump and catheter were completely explanted. As of (B)(6) 2016 the issue was considered resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's first pump was removed because she contracted bacterial meningitis and the pump was covered with the infection. The infection happened a month after the pump was installed ((B)(6) 2016). The system was explanted and the doctors waited a year until she was re-implanted with the pump. No further complications were reported/anticipated.